Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The MRI facilities are saying they do not scan patients with medtronic stimulator. The pt rep stated one facility said "that particular stimulator has been known to catch fire and that's why they don't do it anymore". On 2024-05-03, a patient-rep was called to get further information/clarification, and they stated they were told if the wires are not turned off correctly, they will get hot and can catch on fire during an MRI. They stated a manufacturer representative (rep) was there today and turned off the ins then turned it back on. Pt-rep did not know which healthcare professional (hcp) had told her about the ins/wires but it was from oregon imaging center (oic). Name of rep was given. Rep was called and they said the facility has been known to say no in the past and are working with that facility to update their policy. Rep was not told anything regarding stimulator/leads catching on fire but everything worked as intended while she was there. Called facility who stated that the patient was scheduled on apr 12 for future MRI but there are no notes of who patient spoke with until apr 16 noting an MRI was approved for may-03. MRI scheduler stated they are not sure who the patient spoke to but it would not be acceptable from them to tell a patient that a stimulator can catch on fire for any manufacturer.